Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction h6: added 440-cylinder to component code; information was inadvertently left out of the previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff due to a leakage detected in switch two during testing; however, the exact root cause of the foreign material that remained in the device could not be identified. The event can be detected or prevented by following the instructions for use, which state: IFU states that detection method in cf-hq1100dl/I operation manual, chapter 3, preparation and inspection. IFU states that preventive measures are in cf-hq1100dl/I reprocessing manual, chapter 5, reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.